Manufacturer narrative:
The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The device was monitored, and no audio or beep anomaly noted. (B)(4).

Event description:
The customer reported via phone call of concerns with cracks on their insulin pump. The customer states the device appears as if it is cracking on the battery compartment side. The customer's blood glucose level at the time of incident was unknown. The customer states that after lunch, her blood glucose levels remain high. The customer states that their blood glucose levels were about 275mg/dl and went up to 400mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.